Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, atrial sensing integrity counts up to 30644; no atrial events saved to confirm oversensing during episodes. (B)(4).

Event description:
It was reported that the patient went to the hospital due to syncope. The right atrial (ra) lead exhibited p-wave oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.